Event description:
Neuropathy [neuropathy peripheral]. Lose balance [balance disorder]. Feet are partially numb [hypoaesthesia]. Feet burn [burning sensation]. Nervous shaking [tremor]. Feet twitch [muscle twitching]. Weight loss [weight decreased]. Could not stand anything touching feet [hyperaesthesia]. Anemia [anaemia]. Case description: a consumer reported that they, a female age (B)(6), used fixodent denture adhesive, version unknown cream 1 application, once a day for over 10 years and reported the following: neuropathy, loses balance, feet are partially numb, feet burn, nervous shaking, feet twitch, feet itch, and seizures. Health care professionals were visited. Her zinc and copper levels were tested with normal results. Treatment: neurontin. She mentioned that she discontinued use of the product 8 months ago ((B)(6) 2009) and used a wheelchair for a year due to neuropathy. She no longer uses a wheelchair as her neuropathy has improved. The case outcome was not recovered/not resolved. Concomitant medications included: depakote. No further information was provided. On (B)(6) 2010 update, details revealed in a review of the initial contact of (B)(6) 2010: the consumer reported that she began using fixodent denture adhesive powder the same day she had her teeth pulled and symptoms began about six months later. She reported the following additional symptoms: anemia beginning in 2009, weight loss, could not stand anything touching her feet. The consumer started using a wheelchair in 2005 and had taken neurontin for the past 8-10 years. She had been hospitalized and returns to the hospital every eight months for a transfusion. She mentioned that "they did all kinds of testing and everything came up negative, then a nerve test was done and the doctor said neuropathy". The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer and seizures (not an adverse event). Concomitant medications included: depakote for seizures.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k) # k945200.